Event description:
Per independent repair center statement, the unit has saturated sieve beds. The key failure was the sieve beds being saturated causing low o2 or a yellow light. Additional malfunctions were leaking tie wraps and leaking hose clamps.